Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the patient's profile was not visible at the station level. A technical support specialist conducted a verification by executing the server downtime query and determined that there were no issues present. The system functioned as intended after the technical support specialist verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.